Event description:
Reference number (B)(4). Event took place in the united states. It was reported that the patient faced three infusion sets cannula kinked events on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was arms. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin delivery successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 3.